Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose on (B)(6) 2015. The customer's blood glucose was over 500 mg/dl at the time of admission. Customer also reported the cause of their hospitalization was from diabetic ketoacidosis. Customer also reported they were disoriented and was unable to speak from their high blood glucose. The customer was wearing the insulin pump at the time of the hospitalization. Customer was treated with an IV of insulin. It was also found the customer was stuck on a basal. Troubleshooting was not completed as the insulin pump was in the (B)(6) language. Customer also reported they were unable to read the screen. The act button was also not responsive to clear the insulin pump from the (B)(6) language. The customer's current blood glucose was 191 mg/dl. The customer agreed to return the insulin pump for analysis.